Event description:
The hospital reported that during an endoscopic vein harvesting procedure, approx halfway through branch ligation using the hemopro 2 device, the harvester experienced a safety shutdown. The harvester waited the recommended 30 seconds per the device IFU; however, the device would not reactivate. The harvester waited add'l time but the device still would not activate. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).